Manufacturer narrative:
Date of submission 11/02/2017 the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the black box showed the data from the date of the complaint was not available. The available black box showed partially discharged batteries were installed, which resulted in low battery warnings and replace battery alarms. The pump was returned with corrosion in the battery compartment. The battery compartment was cracked above and below the bumper pad. The battery cap was not returned. The test battery cap was able to attach to the pump and power it on. The current draws were measured within specifications. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of internal moisture. No loose components were found inside the pump. The battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.